Event description:
Patient developed an occlusion of the right lower extremity artery. On june 18, 1992 the patient was taken to surgery for a right femeral artery embolectomy. During surgery a foreign body was removed from the artery. Th patient then required a femoral-popliteal bypass. The pathology report described the foreign body as black, thread-like, synthetic string that was 21 cm in length x .1 cm in diameter. The patient had not had any procedures done at our facility that involved the insertion of a catheter or device into the femoral artery. At a prior treating facility, the patient had a cardiac catherization done. It is noted on the cath procedure record that the side of the cath was left femoral; right femoral is also checked and "unable to thread wire" noted next to this siteinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.